Event description:
It was reported that shaft break occurred. The 90% stenosed, 22mmx2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the proximal and middle portion of the delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.